Manufacturer narrative:
Photos received from the attorney reflects burn and blistering on the clients leg. Attorney is withholding the actual product and will not return for evaluation. The lot number is unknown and/or not documented. Will continue to monitor.

Event description:
Attorney contact for consumer who reported a second degree burn from an ace compress. Went to the ER for treatment where it was diagnosed as thermal burns and given silvodene for treatment. She was later treated by her doctor.